Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a bariatric procedure, after an unknown firing, the sled of a gold cartridge was stuck in the device after the cartridge was removed. There is no additional information. It is not known how the procedure was completed. There were no adverse consequences for the patient.